Event description:
It was reported the technologist was getting errors and an artifact on the images. The fe found that the filter wheel assembly was not functioning properly which caused the image to be repeated. He replaced the filter wheel assembly. There were no serious injuries to the patient.